Event description:
A (B)(6) old male pt's wife contacted zoll customer support to report that when she removed the battery pack from the charger, it was melted and the contacts were discolored. The pt was issued a replacement battery pack and charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon eval, there was thermal damage to the battery board, transistor q1 and microcontroller u13. The cause of the thermal damage is contamination within the charger/modem. The root cause of the liquid contamination cannot be positively identified but is likely liquid ingress of an unknown contaminant. Device eval of battery pack sn (B)(4) has been completed. The reported problem (damaged battery case) has been confirmed. Upon receipt the battery pack was non-functional in both a charger and a monitor, the connector was burnt, and the fuse was blown. The cause for the inability to function in both a charger and a monitor is the blown fuse and damaged connector. The cause of the thermal damage to the connector and the blown fuse is likely liquid contamination within the charger/modem. No adverse event resulted from the defective charger/modem or battery pack. The pt received a replacement charger/modem and battery pack. Device manufacture date: charger/modem sn (B)(4): 04/2012. Battery pack sn (B)(4): 08/2011.